Manufacturer narrative:
Additional data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.5/+0.5/69 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2020. The patient experienced low vault, elevated iop, pigment dispersion, optic nerve damage with visual field loss, foggy vision, blurred vision, laser yag pis performed and medication was prescribed. The lens remains implanted. The problem was not resolved. The cause of the event is unknown. H6-health effect- clinical code: 4581- "foggy vision" and "optic nerve damage with visual field loss" should be added. H6-health impact code: 4625- "'laser yag pi' was performed" should be added. H6-health effect- impact code: "4614" should be added. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+0.5/069 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The lens had a low vault. The patient experienced elevated intraocular pressure (iop), pigment dispersion and blurred vision. Oct performed on (B)(6) 2023 revealed rnfl damage and temporal scotoma. Medication was prescribed. The lens remained implanted. Post-op, good iop during 6 hours after drops. Prostaglandin inhibitor was added at night. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - pigment dispersion, retinal nerve damage, temporal scotoma h6: health effect impact code: 4644 - hypotensive drops - s. Cosopt (dorzolamide/timolol) x2, s. Luxfen (bimatoprost) x2 h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).